Manufacturer narrative:
Zoll medical corportation has recieved the product and will be providing a supplemental report when our invetigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "error ffff" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section d9 (product return date). Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to an open fuse on analog board. The analog board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.